Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and there were no anomalies were found. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had no sensing and no capture. It was determined via fluoroscopy that the ra lead had dislodged to the patient's superior vena cava. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.